Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received two inappropriate burst of anti-tachycardia pacing (atp) and two inappropriate shocks due to supraventricular tachycardia (svt) with possible rapid ventricular response (rvr). In addition, there was as stored signal artifact monitor (sam) event that resulted in disabling of the minute ventilation (mv) feature. It was noted that this event correlated with a non-device related surgery. Technical services (ts) recommended an interrogation for further details regarding the mv sensor. This ICD remains in service. No adverse patient effects were reported.